Event description:
The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. Pt injury is not alleged.

Manufacturer narrative:
(B)(4). The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. Pt injury is not alleged. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.